Event description:
It has been reported to philips that the allura xper fd20 system was not booting up. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system is not booting. Review of log files showed that the frontal ip-pc was malfunctioning. As a part of troubleshooting the fse diagnosed and replaced the fuse f23 on the mac protocol data unit (mpdu). After the replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.